Event description:
Reporter alleged obtaining discrepant blood glucose of 240 mg/dl on their active s system less than 10 minutes apart with a result of 106 mg/dl on a lab test at her doctor's office. Reporter indicated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated her doctor treated her with candy and juice. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.